Event description:
It was reported that the communicator power cord was getting hot where it connects to communicator. The pin in communicator was checked and does not appear bent. A flashing light on communicator power cord was observed. A boston scientific company representative opted for a communicator power cord replacement. No adverse patient effects were reported. The communicator remains in service while the communicator power cord will be replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.